Event description:
Surgeon reported to bfarm: "after revision prosthesis of (B)(6) 2021, the patient made a wrong movement in the swimming pool and had pain afterwards. Radiologically, there was a fracture of the connection between the stem and the sleeve with a non-consolidated distal femur fracture on the right." Doi: (B)(6) 2021, dor: (B)(6) 2022, right side.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. No evidence was found indicating product error was a contributing factor. The need for corrective action was not identified. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4) MFR# 1818910-2022-19222 is being retracted since it was found to be a duplicate of mrf# 1818910-2022-17922. MFR# 1818910-2022-17922 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint (B)(4).investigation summary; no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2 dob, h6 health effect - clinical code. Corrected: d2a, d2b. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: on (B)(6) 2021 the patient had a right knee arthroplasty. On (B)(6) 2022 revision due to material fatigue, pain and discomfort. Legal note stated the patient underwent a revision surgery to exterminate the knee prosthesis due to a fracture of the distal femoral srom stem. The revision due to implant fracture of the sleeve/shaft connection of than srom prosthesis. The diagnosis was tear-up of the medical retinaculum and dislocation of the coupling mechanism with luxated right knee inlay in central distal femoral replacement. During the inpatient stay, a clear effusion was noticed and punctured. A stryker dali miles cable was revised during this procedure (stryker is already aware of the cable revision).